Event description:
Rptr believes product: 1) doesn't have FDA approval, 2) will not work as stated and 3) is not the "only" way to remove ticks safely. Rptr has credentials in the study of ticks carrying lyme disease and would like FDA to protect the consumer from this device.